Event description:
The patient reported a return of urinary symptoms. The patient stated she urinates when she lies down. The patient reported stomach and bowel problems, along with deep, dull pain at her hip. The patient initially thought hip pain was gall stones. The patient denied any falls. The patient was not feel stimulation. The patient was getting poor communication. Confirm antenna was secure and sync with ins but did not resolve reported issue. The change in therapy/symptoms was noted as sudden. The patient indicated that stomach/bowel problems, hip pain, return of symptom started in (B)(6) 2016). The patient stated she had CT scan of her hip about two months ago but the stimulation was turned off. The patient was indicated for gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.